Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" "fear of alcl."

Event description:
Patient representative reported unknown side ¿swelling, hardening of breasts, capsular contracture, difficulty breastfeeding, and severe pain in [their] breasts, emotional distress, anxiety." Additionally, reported "high blood pressure, irritable bowel syndrome, panic disorder, ptsd, and depression" which were determined not to be device-related. Device remains implanted.